Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. Troubleshooting was performed. The time, date, basals, and bolus were accurate. The spouse stated that her husband might have been getting high basals because his doctor had adjusted his basal rates when he was hospitalized. Ran a self and displacement test and the insulin pump passed the tests. No further info was provided.